Manufacturer narrative:
Reliability analysis inspected 2 opened/used reservoirs and performed pre-fill reservoirs test per des8654 and IFU d9195886-et2 section 1 to 8. 1 of 2 reservoirs failed per inspection found reservoir transfer guard needle occluded. Remaining transfer guard needle passed per inspection.

Event description:
It was reported that customer's reservoirs were defective. Customer was changing her infusion sets and insulin would not exit during the manual prime. Customer went through two reservoirs where insulin would not exit. Customer sent back the reservoirs for analysis. Nothing further reported.